Manufacturer narrative:
(B)(4). The customer discontinued use of the device and returned it to the (B)(4) facility. Review of the device logs revealed a volume of fluid meeting increased intraperitoneal volume (iipv) criteria. The device was determined to meet specifications relative to the iipv in the logs. The assignable cause of the iipv was determined to be: insufficient drain-false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (at 60%). Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with drain volume of 2429 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.